Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 date of event (b3) was not reported; therefore an estimated date was reported in this field.

Event description:
It was reported the patient had their neurostimulator device explanted due to mrsa infection. The patient is doing better post-explant surgery. The wound is now closed.

Event description:
It was reported the patient had their neurostimulator and tined lead explanted due to mrsa infection. The patient is doing better post-explant surgery. The wound is now closed. The patient has healed, is doing better, and was re-implanted with a new device on (B)(6) 2025. The patient has been reported to be doing fine since.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. Date of event (b3) was not reported; theref.ore an estimated date was reported in this field. UDI for concomitant product, tined lead: (B)(4) (B)(6).